Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual observation revealed saline residue in the suction tube. The manifold was observed to be melted from the 4 to 6 o'clock positions. The return brace is also broken off and bent out of position. Due to the nature of the failure this device is being returned to the supplier for further inspection. The device passed capacitance and continuity testing, however it failed hipot testing. Connecting the device to a test generator showed the correct defaults. However, no functional testing was performed due to the condition of the distal tip. A breakdown of the dielectric barrier was noted between the active and return. The root cause of this failure can be attributed to a gap in the adhesive between the active and return paths. Insufficient adhesive application can create a gap between these two paths and cause internal activation, resulting in the observed melted manifold. The supplier has opened a CAPA to further investigate this failure. All further investigation and corrective actions will be captured in the CAPA. A lot number was not provided which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further corrective actions are required and no further action is warranted. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Based on the original event description, this complaint was determined reportable. However, when the device was returned and upon initial investigation on aug 29, 2017, it was determined that the tip has melted and due to the possibility that debris could have fallen inside the patient, this medwatch is being filed. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email that during an arthroscopic treatment of rotator cuff injury it worked in just 1 (one) minute and stopped working. The radiofrequency tip has been damaged, solving the problem by opening another tip. It was also reported that there was no injury to the patient and no increase in recovery time related to this occurrence.